Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that prior to an intraocular lens (iol) implantation procedure, the haptics were improperly positioned within the cartridge, resulting the lens unusable by the physician. There was no impact on the patient. Additional information was requested.

Manufacturer narrative:
Additional information provided in d.9.d.10., h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint could not be confirmed. Iol was not returned. Only the device was returned. The device was returned in an opened blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. Iol was not returned. The product investigation could not identify the root cause for the reported complaint "incorrectly positioned haptics". Only the device was returned for evaluation, the lens was not returned. Due to this, we are unable to confirm the lens and the plunger position for advancement. The reported complaint is lacking in relevant information such as the type of issue observed with the haptics. Due to the lack of information, we are unable to verify if the product contributed to the event. The reporter stated the use of non-company viscoelastic, which is not qualified to be used with the associated product. The use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).